Event description:
It is reported that the surgeon reamed and broached to a size 12. When he went to implant the stem, he noticed that it was much bigger than the trial, both proximally and distally. He compared it to a size 14 and they matched up better. A size 10 mm stem was implanted, which seated well.

Manufacturer narrative:
(B) (4). Eval summary: the nominal fit of the implant to the bone preparation is intended to provide an interference fit condition to provide mechanical stability in the absence of bone cement. Depending on pt bone quality and the amount of bone removed, the remaining bone may not allow the implant to seat with normal impact forces in some cases. The exact cause cannot be determined with certainty. Device history records indicate all components were manufactured and inspected to specification. No mfg abnormalities could be detected.